Manufacturer narrative:
The results and conclusion code were untentionally incorrect on the initial report. This report contains the corrected data.

Manufacturer narrative:
Additional information received advised and correction on device code

Event description:
Update was received, it was reported the patient had his scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient is not receiving therapy and will likely require surgical intervention.